Event description:
It was reported that a user¿s new dexcom g7 continuous glucose monitor (cgm) sensor did not pair with the ilet, after which the agent toggled settings and advised waiting for pairing, with a restart identified as the next troubleshooting step; the issue was characterized as an intermittent communication failure involving the antenna/electrical component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices, consistent with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.